Event description:
It was reported that during deployment of a stent graft in an av fistula, the delivery system became stuck on the wire and tip of the guide wire broke off. The tip of the guide wire was retrieved successfully. The procedure was completed with another stent graft. There was no patient injury reported.

Manufacturer narrative:
Received (B)(4) on 02/04/2015. The device history records have been reviewed with special attention to the raw material, subassemblies, manufacturing process, and quality control testing. This is the first complaint reported for this lot number and issue to date. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The investigation is confirmed for detachment, as a portion of the inner catheter including the atraumatic tip was not returned with the rest of the delivery system. Per the reported event details, the physician did not use a sheath. The IFU states under "materials required for device placement" that a 9f introducer sheath is required for device placement. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.